Event description:
It was reported that a patient experienced a myocardial infarction and subsequently died coincident with peritoneal dialysis therapy. It was reported that the patient experienced a heart attack at home, was taken to the hospital, and subsequently died on the same date. The cause of the myocardial infarction was unknown. Treatment provided for the myocardial infarction was not reported. Peritoneal dialysis therapy was ongoing up until the time of death, but the patient was not performing therapy at the time of death. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.